Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 12.05 miu/ml and it was reported outside the laboratory. The sample was repeated and the result was 1658 miu/ml and it was also reported outside the laboratory. The customer stated the sample was tested in another laboratory and the result was "16xx miu/ml." The patient was not adversely affected by this event. The hcgb reagent lot number and expiration date were requested but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided. The quality control was within range and no problems were found with other samples. It was noted the customer was not using the recommended sample tube size. From the information provided, the sample volume appeared low and the sample was hemolytic.

Manufacturer narrative:
This event occurred in (B)(6).